Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance measurements and high capture thresholds. The physician attempted multiple positions with the same results. The lead was no longer used and replaced.